Manufacturer narrative:
This report is being supplemented to provide results of device evaluation. During device evaluation at olympus, it was found that the complaint was not confirmed and an e227 error message was not displayed; however, a b31 error message was displayed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the endoeye flex deflectable videoscope displayed an e227 error code during a therapeutic procedure when the scope was connected and powered on. The scope was unplugged and the connector was wiped, but the error message was not resolved. The procedure was delayed to replace the scope and complete the procedure. The universal surgical platform was tested and no issues were found. There was no reported patient harm or impact due to this event.

Event description:
The e227 error message occurred during a colon laparoscopic procedure. The procedure was completed using a similar device. The device is used 2-4 times per month and the device is inspection prior to use. The customer uses a jet washer, autoclave for cleaning, disinfection and sterilization.during the device evaluation, it was found that the device displayed a b31 error. This report is being submitted for the e227 and b31 error.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. B5: the information included in b5 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely that the abnormality of the circuit board in the connector could have caused the reported event as the images after assembling the connector circuit board of the same model were normal. Additionally, it¿s likely the breakage of the circuit board in the connector was due to accumulation of electrical stress by repeated energization, application of static electricity, or overcurrent such as electrical fault, as no abnormalities such as disconnection of the signal cables or mis-wiring were recognized on appearance of the circuit board. Furthermore, there was a leak in the universal cord and it¿s probable that water or moisture intruded the hole, which effected breakage of the circuit board in the connector. The final root cause of the e227 and b31 errors were unable to be identified. Olympus will continue to monitor field performance for this device.